Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 02-may-2023, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 02-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via rep regarding a patient who was implanted with an implantable neurostimu lator (ins). It was reported that x-rays were taken and there was suspected lead migration. Both of the leads were explanted. This issue has been resolved. No symptoms were reported.